Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: the pump powered on to a blank display. Unrelated to the original complaint, the battery compartment was cracked with moisture observed inside; the leak test failed. The bolus button cover was torn, but was fully functional. The pump was opened and moisture was observed throughout. A test display was used and was fully functional.